Manufacturer narrative:
.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units batteries are failing to hold charge only lasting about 30 min. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Additional information: tel - (B)(6) & e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that before use, the cs300 intra-aortic balloon pump (iabp) batteries falling to hold, charge only last for 30mins. Customer had not given any further information. The getinge field service engineer(fse) reproduced an issue and replaced the batteries (d146-00-0039) battery. Completed a full system test under po#1655876. The unit was returned to the customer and released for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units batteries are failing.